Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
The patient presented with pus at the incision site around (B)(6) 2024. The patient underwent a wound washout on (B)(6) 2024. The treatment center diagnosed this as a superficial infection. Antibiotics (doxycycline, bactrim and vancomycin ceftriaxone) were administered topically, orally and through a PICC.